Event description:
Boston scientific received information that, several years ago, this right atrial (ra) lead displayed noise on all three channels. The patient had some non-sustained ventricular tachycardia (nsvt) events due to atrial fibrillation (af) with rapid ventricular response (rvr). A boston scientific technical services (ts) consultant was contacted regarding this issue and discussed that this noise appears to be external noise. The field representative attempted to recreate the noise; however, the attempts were unsuccessful. Ts discussed that since this was an isolated event and all of the measurements are within normal limits, then they may consider monitoring the patient. There were no adverse patient effects related to this episode of noise. A few weeks ago, the patient experienced a syncopal episode. Again, there was noise present which appeared to be electromagnetic interference (emi). All measurements remain within normal limits. It was noted that the event in the logbook did not occur at the same time as the patient's syncopal episode; therefore, they cannot conclude anything about the noise at this point. Additional information has been requested; however, no further information is currently available. No intervention has been performed and no further adverse patient effects were reported.

Event description:
Additional information was received indicating this lead began exhibiting high out of range pacing impedance measurements. An invasive procedure was performed and this lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.